Event description:
It was reported that the patient experienced endocarditis. The device was explanted and antibiotics were prescribed. The patient is currently wearing a lifevest and a new device will be implanted when the patient issue is resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0125 lead, implanted (B)(6) 1997. (B)(4).